Event description:
It was reported that the pt experienced severe hallucinations, insomnia and inability to eat. It was unclear if the pt was going through withdrawal or psychological issues. It was also reported that the pt had been in the hosp for three weeks. The pump and catheter were replaced. "Shortly, her symptoms went away". The pt's status was reported " no injury". The pump was used to delivery compounded baclofen 1000 mcg/ml with a daily dose of 382 mcg. (See MFR's report # 3004209178-2008-07343)

Manufacturer narrative:
Final pump analysis revealed no anomaly found- normal device function.